Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted 2210968-2020-05305, 2210968-2020-05306 and 2210968-2020-05307.

Event description:
It was reported that an animal underwent an animal surgery in 2020 and the suture was used. During the procedure, the needle came off of the suture mid stitch.